Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). This report is on an unknown veptr implant. Part and lot numbers are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: infection from the vertical expandable prosthetic titanium rib, (veptr). Implantation date is unknown. The patient had a congenital scoliosis. On (B)(6) 2013, washing and saturation was performed. After that, the patient was at the outpatient follow-up appointments. On (B)(6) 2013, the right wounded discharge was found, and patient came into the hospital. The patient was diagnosed with an infection from the implant. On (B)(6) 2013, the surgeon removed the hybrid veptr for right rib through ilium and cradle veptr for right ribs. Veptr for left side was still stayed in the patient's body. From the doctors point of view, the patient's kyphosis was so severe, and the skin was thin. Therefore, an infection by the postoperative wound was suspected. This complaint is on an unknown veptr implant. This is 1 of 1 report for complaint (B)(4).